Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is inconclusive due to the state of the returned sample. One 4 fr single lumen powermidline with a t-lock attached and a stiffening stylet inserted was returned for evaluation. An initial visual observation showed no use residue on the returned sample. The pinch clamp of the extension leg was observed to be engaged which had damaged the stiffening stylet within the catheter. The returned sample was flushed, aspirated, and pressurized with a 12 ml syringe of water and the returned sample was found to be patent to infusion and aspiration and no leaks were observed. The returned catheter was indicated to be an unused sample from the alleged lot. No issues were found during the evaluation of the returned sample and none of the alleged samples were returned for evaluation; therefore, the complaint of a leak could not be confirmed and was determined to be inconclusive at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported blood return was intermittent post insertion after connector applied tried repositioning/pulling back multiple flushes before just fair blood return established noted small bubbles when drawing back. Required another insertion in other arm as was scheduled for maid. No adverse event or injury was reported.